Event description:
A customer reported a po2 result from an abl80 flex co-ox analyzer that was lower than the value expected by the healthcare professional. The customer stated that the pt was not managed or treated based on the results from the analyzer.

Manufacturer narrative:
The source of the po2 bias was identified as an issue in the temperature control mechanism built into the sensor cassette. This temperature issue can introduce the observed po2 bias under certain conditions. A process has been established in mfg to address this issue and as a (B)(4) 2012, all sensors shipped have been screened to prevent recurrence of this reported experience.